Manufacturer narrative:
The event date and the patient's gender is unknown. A review of the manufacturing documentation associated with this lot was performed and the following was found: no other issues were noted that were considered potentially related to the reported complaint additional information will be completed within 30 days of receipt.

Manufacturer narrative:
As reported by an account rep, the customer said that the vista brite tip catheter ¿had a hole in it.¿ there was no report of patient injury. No additional information is available. The device was not returned for analysis. Review of lot 16033882 revealed no anomalies during the manufacturing and inspection processes. The reported puncture/cut of the device shaft could not be confirmed as the device was not returned for analysis and the exact cause could not be determined. Based on the limited information available for review, factors contributing to the issue could not be determined. The DHR does not suggest that the reported puncture could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
As reported by an account rep, the customer said that the vista brite tip catheter ¿had a hole in it.¿ there was no report of patient injury.